Event description:
It was reported that error codes were received during an unknown case with the hand piece. There were no details available. There was no patient consequence. The hand piece was tested with an instrument and received error 3. A loose mount was discovered upon inspection of the handpiece.

Manufacturer narrative:
H6 code: torn isolator. Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 5 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument. The batch records were reviewed and no anomalies were noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.